Event description:
Reportedly, the fallback mode switch was triggered by some artifacts that were sensed the atrium. In addition, there is a high atrial lead impedance readings. The device remains implanted.

Manufacturer narrative:
(B)(4): this event concerns a device that was manufactured and used outside the united states. In response to the warning letter that the united states food and drug administration issued to sorin biomedica (dated oct 29, 2009), sorin is filing this MDR at this time. Since the device remains implanted, the programmer files were reviewed. The high lead impedance suggests a conductor fracture or incorrect connection between the lead and pacemaker. It was recommended to reprogram the ventricular pacing mode or a re-intervention should be evaluated to check the proper connection and integrity of the atrial lead. Recommendations: because an atrial lead malfunction or incorrect connection is suspected, reprogramming to a ventricular pacing mode is recommended or re-intervention should be evaluated to check the proper connection and integrity of the atrial lead.